Manufacturer narrative:
Inspected 5 opened/used enlite sensors and performed bicarbonate buffer test per specification. 2 of 5 sensors failed for high readings, 3 remaining sensors passed per specification with accurate readings.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 130 mg/dl. The customer also received a threshold suspend on the pump. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer stated that he is going to use his last box of reservoir sets until; he gets a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.